Manufacturer narrative:
Corrections in b4: date of the report, h6: evaluation codes, h3. Additional information in h4: manufacture date, g3, h6: component code and h10: additional narrative. Estimated date of the event b3: unknown. The bhs unit was received for evaluation. A visual inspection of the customer¿s returned product was performed. Included was a bhs controller part no. 1068234 with serial no. D89484 received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "pain while using the bone stimulator". The controller was tested and operated as intended. Review of complaint history identified (25) total complaints from (oct 2, 2024) to (oct 2, 2025) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that he treats 7 to 10 hours at night. The patient stated that this caused him pain and he took it off. The patient put the unit on at 9:30pm and removes it at 4am and he has not experienced any pain since then. No further consequences are reported. There was no product returned for further evaluation.

Event description:
It was reported by the patient that he treats 7 to 10 hours at night. The patient stated that this caused him pain and he took it off. The patient put the unit on at 9:30pm and removes it at 4am and he has not experienced any pain since then. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as october of 2025.